Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the superficial femoral artery (sfa). During active use inside the patient, the device lost suction. The device was removed from the patient, and re-primed. It was reinserted back into the patient, but the suction issue was not resolved. The device was removed. A new jetstream catheter was selected for use to complete the procedure. There were no patient complications.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the superficial femoral artery (sfa). During active use inside the patient, the device lost suction. The device was removed from the patient, and re-primed. It was reinserted back into the patient, but the suction issue was not resolved. The device was removed. A new jetstream catheter was selected for use to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. The device was visually examined for any shaft damage and the functional testing of the device was completed. The catheter shaft showed multiple slight bends on the catheter shaft. Functional analysis was done by completing the setup procedure per the IFU. The device primed and the blades rotated as designed. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. Test results showed that this device did perform as designed per the test procedure specification sheet. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for evacuation issues; however, slight bends were confirmed.